Event description:
The patient reported that, during their office visits to get their pump refilled, there were several times when their medication was not there so she had to go back another day. No symptoms were reported. The medications used within the system were unknown, and it was unclear when this had occurred.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l50058, implanted: (B)(6) 1998, product type catheter; product ID 8703w, lot # l50591, implanted: (B)(6) 1998, product type catheter. (B)(4).